Manufacturer narrative:
The pod was received fully deployed. No tears to the cannula were observed that would result in the pod leaking during wear. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. No leakages were observed. No problem was found. The exposed portion of the soft cannula was observed to be bent. Despite the bend, fluid was able to travel the complete fluid path. The timing and cause of this damage is unknown. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.4 smartphone hardware: iphone17.1 cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 258 mg/dl while wearing the pod between 4 and 24 hours. The device was originally reported for insulin leaking while wearing the pod. As treatment, the patient applied a new pod.